Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical suspects damaged co2 cables/sensors or user error. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000e ventilator alarmed "technical failure 391 - malfunction of co2 (carbon dioxide)/gas sensor." It happened shortly after the patient was transferred from the ventilator to a transport respirator. No patient harm reported. End user replaced co2 cable as well as cuvette, but error remains.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device has not been returned for evaluation. As per notes on case (B)(4), the end user handed over the bellavista unit and the cable to the customer, but unable to reproduce the failure even once. Various co2 cables are tested with the ventilator but the reported issue not been reproduced. Assuming the issue could be related with a bad co2 sensor cable within the end users "pool" as no further failure reported with this unit.